Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h3: device evaluated by manufacturer? Has been selected as yes. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be confirmed. There was received 1 physical sample, tested, and documented in form confirming the reported condition. Refer to evidence attached 30/sep/2024 contamination in primary packing record. Batch record revision results: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 30/sep/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4b02640 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿, defect and no additional complaint was identified. Historical nonconformance review: on 30/sep/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿, defect for the lot number 4b02640 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: (B)(4). Conclusions: as physical sample for this complaint issue was received, it was evaluated and as a result, the reported malfunction for the observed product was confirmed. A defect rate analysis for this issue was performed and as result, the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
The distributor reported that, there was contamination in the inside of primary packing material. The product was not used. A photograph depicting the issue was received from the complainant.